Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, loss of capture was observed on the right ventricular (rv) lead while the patient was lying on the right side. The patient was not symptomatic to the loss of capture. During the revision procedure, the helix mechanism on the rv lead would not extend after being retracted. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.